Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Part of brushhead came off whilst in use [device breakage]. No adverse event [no adverse event]. Case description: a store reported that a female consumer of unspecified age had part of her oral-b dual clean brushhead come off while using an oral-b rechargeable toothbrush, version unknown. No symptoms developed.